Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down and patching. A technical support specialist (tss) confirmed that the system worked as designed. The devices were on critical override due to patching day, and the users were not aware of the alternate workflow. Users were provided information on temporary patient creation, medication override, and reconciliation for these temporary patients. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new babies need meds. User reported orders and patient does not cross over station and need to create temp patient on device. There were no adverse events or injuries reported based on this event.